Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) feature that automatically monitors atrial pacing thresholds at periodic intervals showed an atrial thresholds measurement that was lower than the manual atrial threshold measurement. Reprogramming was done and the device feature was turned off. The ipg and the right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.